Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm performing pm was able to isolate the drive calibration drift to the transducer. The stm replaced and calibrated the transducer to correct the issue and completed the pm. All safety, functionality, and calibration check were performed and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use. The initial reporter named in block is a getinge employee whose contact details are: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the drive transducer on the cardiosave intra-aortic balloon pump (iabp) was out of calibration. There was no patient involvement and no adverse event was reported.